Event description:
In 2009, the pt reported experiencing air bubbles in her infusion tubing and insulin cartridge. The pt is blind and her husband assists her in filling new insulin cartridges and completing the change cartridge procedure when he is available. She stated that she uses room temperature insulin and she always primes. Five days prior, her blood glucose measured 600 mg/dl and half of the infusion tubing was filled with air. Her husband primed the infusion tubing and she injected 14 units of insulin via syringe. She stated that 1.5 hours later, she "crashed" and her blood glucose measured 88 mg/dl. She was treated by an emt with a "pure sugar drip" and she was not taken to the hospital. She stated that since that time her blood glucose has ranged from 300-400 mg/dl. She stated that her normal blood glucose level is "all over the board" but not that high. The pt's diabetes educator was present with her at the time of the report. She stated that she had assisted the pt with changing the insulin cartridge, infusion site and tubing, and adapter. She stated that the pt had not been properly lubricating the insulin cartridge prior to filling and she was overfilling the cartridge with insulin. There were no air bubbles at the time of the report. The pt's blood glucose measured 95 mg/dl when the diabetes educator left. Replacement accessories were sent to the pt. The pt called back five days laterand stated that air bubbles formed in the insulin cartridge within one hour of placing it into the infusion device. The pt's blood glucose elevated to 598 mg/dl. The pt was assisted with priming the air from the system. The pt called back three days later, and stated that her blood glucose measured 85 mg/dl when she woke up and at the time of the call, her blood glucose measured 387 mg/dl. She stated that 3/4 of the infusion tubing was full of air. The insulin cartridge, infusion site and tubing, and adapter were changed one day prior, when the replacement products were received. Product was replaced and requested to be returned for evaluation.